Event description:
It was reported that during an open gastric bypass, the surgeon fired the staples on the small bowel and the stapler would not release and open. The device had to be excised from the tissue. The case was completed with another device. There was no additional patient consequence.